Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 303 mg/dl while the sensor glucose reading was 51 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer stated that the pump went into threshold suspend when he was sleeping. The customer stated that he received meter blood glucose now alert 2 to 3 times a day. The customer also received a couple calibration errors and a change sensor alert. The customer was advised to remove and change out the sensor.